Manufacturer narrative:
(B)(4)

Event description:
Patient's friend contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 121 on (B)(6) 2016. The patient's friend did not report injury or medical intervention. No additional patient or event information is available.